Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the tibial artery using an indigo system aspiration catheter 6 (cat6). It was reported that the patient had tortuous anatomy. During the procedure, the physician felt resistance while retracting the cat6 and as a result the cat6 broke and a portion of it was left in the target vessel. In order to remove the remainder of the cat6, an additional vascular surgery was performed and the device was successfully removed. The physician used a non-penumbra catheter to successfully complete the procedure. There was no report of an adverse effect to the patient.